Event description:
ICU rn called baxter technical service to report ICU pt disconnected self from pt line of homechoice set during dwell 3/4 of treatment of homechoice. ICU staff followed instruction by service technician to discontinue treatment and set up new supplies. Rn reports no pt injury or medical intervention as a result of incident.